Event description:
A customer could not calibrate folate on several occasions. In response to this call, an ortho-clinical diagnostics field engineer (fe) discovered a plugged reagent metering probe. A partially plugged reagent metering probe could cause false negative results on quality control samples. No patient samples were involved and there was no report of patient harm as a result of this event.